Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch #2032227-2014-28063.

Event description:
Customer reported that there was blood at the site with a sensor and that another sensor was trapped in the inserter. The blood glucose reading was 50 mg/dl. Customer stated that she worked out issues with her trainer. The blood glucose reading at the time of the report was 270 mg/dl and customer treated with a bolus from the insulin pump. She stated that the site was not actively bleeding. Customer was advised on insertion techniques. Nothing further was reported.